Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, 112 rev. 2. H3, h6: the system was serviced in the field and the umbilical cable was replaced. B01, c13, and d02 are applicable. H3, h6: the umbilical cable was returned for analysis. The reported complaint was confirmed. Umbilical cable failed bench test. Open between p1-d 2 pin p5 -d 2. B01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after being booted, the system would automatically and in an intermittent way, enter and leave the autonomous mode. Troubleshooting was performed. The system was rebooted a couple of times, taking off and connecting back the umbilical cable. The local representative adjusted all the connections, opening the back cover of the mobile viewing station (mvs) with no success. There was no patient involved.